Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, an x-ray was provided. Upon review, it was observed that bilateral screws at the caudal end of the construct had fractured immediately distal to the ball feature of the screw shank. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: potential adverse events 1. Potential adverse events associated with spinal fusion procedures include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if applicable), and ruled out preoperatively. 2. Potential risks also include those associated with any spinal surgery resulting in neurological, cardiovascular, respiratory, gastrointestinal or reproductive compromise, or death. Postoperative 1. Adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. 4. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. As the devices were not available for evaluation, the root cause could not be determined conclusively. Non-union may have contributed to the failure. Based on the radiological image, it could not be determined if fusion was achieved.

Event description:
It was reported that 2 yukon oct spinal system polyaxial screws fractured 6 weeks post-operatively. The device remains implanted. This record represents screw 2 of 2.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that 2 yukon oct spinal system polyaxial screws fractured 6 weeks post-operatively. Revision surgery has not yet occurred. This record represents screw 2 of 2.